Event description:
It was reported that this right ventricular (rv) lead showed high, out of range pacing impedances since several years ago. This rv lead has been implanted for more than ten years. The pacing thresholds have been rising. The shock impedances were within normal limits, therefore the rv lead was recommended to be revised when doing the generator change at some point. The rv lead remains in service at this moment. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.